Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation it was found that a component was out of tolerance in ECG. The root cause of the out of tolerance component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.